Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip: tilt, abdominal pain, fatigue, embedded, unable to retrieve- updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported abdominal pain and fatigue are directly related to the filter. Catalog number and lot number are unknown, but the filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Device code: appropriate term/code not available (3191) [device tilt], not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.:(B)(4).

Event description:
Per abdominal CT, dated (B)(6) 2017, "an infrarenal retrievable ivc filter is in place with retrievable hook along its cephalad aspect. There is tilting of the filter to the left., the retrievable hook of which is against the sidewall of the ivc. No strut perforation or fracture is identified. ".

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating abdominal pain, fatigue, device is embedded and cannot be retrieved. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/17/2017 as follows: patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis. Patient is alleging abdominal pain and fatigue due to the device. Patient also alleges that the device is embedded and cannot be retrieved. Patient alleges attempted retrieval on (B)(6) 2013.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a gunther tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.